Event description:
Rep reported that the surgeon noted that the catheter was not straight when stylet was removed from catheter. He discarded and opened another one (same lot) which according to colleague, did not bend as much. This catheter was implanted. After surgery CT showed catheter not in precise location they desired and felt it was due to the catheter bending. The catheter trajectory ended with the tip curved into the septum. The account uses mdt axiem system for ventricular catheter placement. Device was discarded.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer did not return any product. In absence of the device the complaint was investigated by using shelf stock. It was determined that the tubing was being coiled directly from the oven onto spools with a diameter of 3-5 inches. As you get to the tubing more towards the center the tubing appears to have taking a more curved form. It was decided that before coiling the tubing, the tubing would be allowed to cool and the spool diameter will be increased 10 to 12 inches. A review of the device history records confirmed that the lot number involved in this complaint conformed to the required specifications prior to distribution. This appears to be an isolated case. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.